Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive on (B)(6) 2022 with low flow alarms. Emergency medical services (ems) brought the patient to the emergency department where they passed away. Log files revealed low flows started on (B)(6) 2021 at 04:43:43. The pump was operating as intended. At 07:00:31 a no external power was noted. The pump was operating using the emergency backup battery (ebb). At 07:22:07 the device was connected to a power module until the driveline was disconnected at 07:50:32.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms. A pump stop event which was associated with the driveline being disconnected was also confirmed. Although a specific cause for these events could not be conclusively determined through this evaluation, the pump appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A specific cause for the patient's outcome, as well as a direct correlation to the device could not be conclusively determined. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists all adverse events that may be associated with the use of heartmate 3 lvas, including death. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. C, also outlines all system controller alarms as well as how to respond to each alarm condition. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.